Event description:
(B)(4). Weight gain (cannot lose weight despite dietary changes and exercise), bloating, extreme mood swings, loss of focus and concentration, dental issues from decayed teeth to broken molars, pain in rib cage, vitamin d deficiency, peri-menopause, gas, bloating, lower abdominal pain, lower back pain, swelling in legs and feet, migraines, chest pain, insomnia, depression, anxiety, chronic headaches, cysts on ovaries, hot flashes, nausea, loss of sex drive, chronic fatigue.